Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Software investigation was completed and this issue was documented in a medtronic software anomaly tracking database. The software was reloaded and the issue resolved. No parts required replacement. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed.

Event description:
A site representative reported that, when starting the imaging system outside of a procedure, the screen displayed message "system booting pleas wait". After rebooting the system , a second and third time, the issue was not resolved and an error message occurred. There was no delay in procedure or impact to patient outcome as this occurred outside of the procedure.